Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 24aug2020.

Event description:
The customer reported navigation ring failure. There was no patient involvement.

Manufacturer narrative:
G4:24sep2020. B4:15jan2021. The fse (field service engineer) evaluated the device and confirmed the reported problem.the fse replaced the front bezel and the reported problem was resolved. The ventilator was calibrated successfully and passed all required testing. The root cause of navigation-ring failures was determined to be due to liquid ingress. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.